Event description:
Facility staff were attempting to deliver device defibrillator therapy to a pt. Reportedly, the device would not work. The observation or observations upon which this allegation was based was not reported. The device was removed from the pt and a backup device of same model connected to the pt. Reportedly, the backup device would not work either, again without specific info regarding this allegation. The pt was not resuscitated.